Event description:
Our rep is reporting that a patient had an acl repair in 2008. At some point post operatively the patient presented with an abscess around the wound site. An MRI revealed fluid on the femur and swelling on the tibia. A re-surgery five months later was performed at which time the surgeon removed the fixation devices and cleaned out the wound. The surgeon found that the original fixation was intact; he took cultures of which the results were negative. The surgeon attributed this event to "bodily rejection". At this point this is all of the information that has been made available to mitek; questions are out for further detail and clarity. Also see associated mdrs 1221934-2008-00529 and 1221934-2008-00531.

Manufacturer narrative:
Mitek is at this point in time in the investigative mode. The conclusions of the investigation will be the subject matter in the follow-up report.